Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. Investigation summary: customer returned (3) used pen ndl 32ga 4mm pro pen needle loose. It was reported by the consumer that needle clogs during injection and also is unable to attach as intended. All returned pen needles was visually examined using magnification and found 3 npe broken. Pen needles were clogged during priming due to non-patient end was broken. Since the pen needle npe was broken it was not possible to attach the pen needles properly to pen injector. Hence the alleged issue could be confirmed based on the samples return for the investigation. Root cause cannot be determined as the return samples were open. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle did not deliver victoza during the injection. The following information was provided by the initial reporter: "consumer reported finding victoza does not come out of needle during injection. Caller does not complete a flow check."

Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the non-patient end of the bd nano¿ 2nd gen pen needle did not attach properly to the pen during use. The following information was provided by the initial reporter: "consumer reported the pen needles goes on crooked at times too. Informed caller the proper placement of the non patient end needle to pen."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle did not deliver victoza during the injection. The following information was provided by the initial reporter: "consumer reported finding victoza does not come out of needle during injection. Caller does not complete a flow check".